Manufacturer narrative:
(B)(4).

Event description:
We were notified that this lead was found dislodged at the wound check and was repositioned since the patient is pacemaker dependent. The date of the revision is unknown.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2018; this lead was explanted and replaced due to dislodgement. Added the explant date.